Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported symptom ¿out of box failure¿ was not confirmed due to completed treatment(s) found in the patient¿s treatment history. The reported symptom code ¿fluid leak ¿ was not confirmed. The reported symptom code ¿supply bag line blocked¿ was not confirmed. During the simulated treatment an unrelated alarm was encountered. The ast test failed. Motor pump b began to stall and create noise. Pump b will be replaced in production during the refurbishing process. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a fluid leak during treatment. The patient was advised to stop using the liberty cycler and contact the clinic. There was no allegation of a serious injury or medical intervention. Additional information was solicited.